Event description:
It was reported to boston scientific corporation that a wallflex biliary fully covered rmv stent was implanted in the common bile duct to treat a benign stricture during a procedure performed approximately one month ago. During the scheduled stent removal procedure, there was difficulty encountered when removing the stent. The physician had to force the stent out, which resulted in the stent being deformed. The stent was successfully removed using removal forceps, and the procedure was completed. There were no patient complications as a result of this event.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the manufacture and expiration dates are unknown. Block h6: imdrf patient code a0406 captures the reportable event of stent deformed. Imdrf patient code a150207 captures the reportable event of stent difficult to remove.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the manufacture and expiration dates are unknown. Block h6: imdrf patient code a0406 captures the reportable event of stent deformed. Imdrf patient code a150207 captures the reportable event of stent difficult to remove. Block h11: block b5 has been corrected.

Event description:
It was reported to boston scientific corporation that a wallflex biliary fully covered rmv stent was implanted in the common bile duct to treat a benign stricture during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed approximately one month ago. During the scheduled stent removal procedure, there was difficulty encountered when removing the stent. The physician had to force the stent out, which resulted in the stent being deformed. The stent was successfully removed using removal forceps, and the procedure was completed. There were no patient complications as a result of this event.